Event description:
It was reported that a patient underwent a cleft lip and palate repair on an unknown date and suture was used. During the procedure, the suture broke. The surgeon opined that this caused the patient¿s wound to become bigger. The procedure was completed with another like device. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion : to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.